Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had received calibration, low and high alerts. The customer's blood glucose level at the time of incident was 190mg/dl. The customer's most current level was 278mg/dl. The customer's levels had been as high as 400mg/dl. The customer treated with manual injections and the pump. Troubleshoot was conducted. The customer was advised to conduct full set and reservoir change. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to call back in order to compete testing.